Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a product experience report (per) that this patient had been presented to the electrophysiology (ep) laboratory on (B)(6) 2018. During defibrillation threshold testing, a 31 joule shock was delivered which successfully terminated the induced arrhythmia into what appeared to be sinus rhythm at 53 bpm. However, a check of the patient's blood pressure and oxygen saturation indicated pulseless electrical activity. The patient's rhythm deteriorated into ventricular fibrillation. Despite multiple shocks from the implanted device and external defibrillator, a stable rhythm could not be restored. One hour of chest compressions was not effective and the patient was declared deceased. The device was abandoned and will not be returned for laboratory testing.